Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC catheter for analysis. Definite signs of use were observed on the catheter body. Visual analysis revealed that the catheter body appeared stretched/ pulled adjacent to the juncture hub. The appearance of the defect is consistent with undue force applied on the catheter body. The overall length of the catheter measured 17 1/2" which is not within the specification limits of 15 5/8" - 16 1/8" per the catheter product drawing. The catheter length is greater than the specification limits likely due to the reported stretching of the catheter. The outer diameter of the catheter measured 0.0710" which is within the specification limit of 0.0705" - 0.0715" per the catheter extrusion drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit , which instructs the user to "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed." Both extension lines were connected to a lab inventory syringe and flushed, and both lines flushed as intended. A manual tug test confirmed that both extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a catheter deformation was confirmed by investigation of the returned sample. Visual analysis confirmed the stretching of the catheter, and dimensional analysis revealed that the catheter length was longer than the specification likely due to the stretching. The catheter passed all relevant functional requirements, and a device history record review was performed with no relevant findings. Based on customer report and the sample received , unintentional use error likely caused or contributed to the event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the catheter was found "stretched" about 35cm from the tip after the catheter was placed. Therefore, it was replaced with a new one. No harm to the patient was reported.

Event description:
It was reported that the catheter was found "stretched" about 35cm from the tip after the catheter was placed. Therefore, it was replaced with a new one. No harm to the patient was reported.

Manufacturer narrative:
(B)(4).